Manufacturer narrative:
Product event summary: analysis confirmed the customer comment per the log, there were stuck buttons detected. It was also found that the keypad flex, main printed circuit board (pcb), upper and lower case, encoder switch assembly, one case screw, and one knob were contaminated. The main seal was also pinched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error at power up. The unit was detecting a button press when no buttons were being held down. The epg has been returned for service. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.